Event description:
The pt reported experiencing stimulation when the device was off. The analysis by advanced bionics rep did not reveal any device anomaly. However, the surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.